Event description:
It was reported that far field r wave oversensing was detected on the pacemaker's atrial channel with auto mode switching. Programming changes were recommended and to be considered by the clinician. The patient was stable.